Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis drawer 6 was failing with six cubies affected. A field service engineer (fse) performed remote access to the station, where multiple failures were observed. The fse accessed the administrative account and used the hardware test application (hta) to test drawers and pockets, successfully releasing all pockets in drawer 6 and drawers 4.1 and 4.2. Debris was identified and removed; however, the issue persisted, and remote resolution was unsuccessful. The fse reproduced the failure while accessing pockets in drawer 4.1 of the auxiliary cabinet, then powered down the station and replaced both retractor bands and the row cable in drawer 4.1. Post-repair testing in the hardware test application confirmed improved functionality. All drawers were verified to be functioning normally. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, multiple cubies failed within drawer 6, affecting a total of six cubies. Attempts to resolve the issue were unsuccessful. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.